Event description:
It was reported that the left extension wire eroded through the patients skin at the battery insertion point. The patient had had a left battery replacement in (B)(6) 2025, the patient stated that they thought what they felt was glue from the previous postop incision. On (B)(6) 2025 it was noted by another individual at the patient¿s care facility that a wire had eroded through the skin and the patient was then brought into the hospital for evaluation. The patient was taken in for surgery, the left battery and extension wire were both removed the wound was irrigated to prevent further infection. A new left battery and extension wire were implanted.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2025, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 20-jan-2018, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708660, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2025, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep indicating that cause of the erosion remain unknown, but poor wound healing from prior surgery likely contributed.